Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to an unspecific issue. No further information is available.

Manufacturer narrative:
The reported field event of a device malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported event could not be reproduced therefore the cause could not be determined.